Manufacturer narrative:
G4: 07may2020. B4: 09may2020. The field service engineer replaced the front bezel assembly to address the issue. Front bezel assembly was received for evaluation. After testing, it was determined that contamination of the internal structure is what caused the navigation ring to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24feb2020.

Event description:
The customer reported navigation ring failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.